Manufacturer narrative:
Investigation revealed that there was no system malfunction. The case logs revealed that there may have been an undetected registration shift of the dynamic reference base (drb) during the first registration attempt. This shift likely went undetected by the software and caused trajectories to be off from the intended target causing misplaced implants. During the second registration attempt the user did not alter the plan and implants may have skived into the existing screw paths causing the implants to be misplaced again. Ultimately, the use of excelsiusgps was aborted and implants were removed and re-placed using stealth navigation. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained. Cause of the reported issue can be traced to user technique.

Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively, and a perforation of the patient's dura was noticed and repaired.